Event description:
The lay user/patient contacted lifescan (lfs) customer service on july 2, 2009 alleging an "er2" issue with his onetouch ultra meter and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that the error message first occurred a month earlier, at an unknown time. It is unknown if the error message was intermittent or if it completely prevented him from using the meter. It is also unknown if he had a backup meter to use. He claimed that 1-2 weeks after the error message began, he developed frequent urination; however, he denied receiving any form of treatment. It is unknown if he had any other health condition that would attribute to his symptoms and when the symptoms went away. According to the troubleshooting performed with customer service, expired test strips were being used. The reported issue was resolved with training. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia 1-2 weeks after the "er2" issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.